Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead became dislodged during another procedure. It was also noted that the ra lead exhibited high thresholds, no capture and undersensing. The ra lead was removed and replaced. No patient complications have been reported as a result of this event.